Manufacturer narrative:
Additional information indicated that the field representative did not have the device. The hospital took it but no longer has the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Event description:
Boston scientific received information that the patient with this pacemaker did not feel well and the device showed end of life (eol) prior to elective replacement indicator (eri). A boston scientific technical services (ts) representative explained on how the time stamps on the device were being calculated. Attempts were made to obtain additional pertinent information but were unsuccessful. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.